Event description:
It is reported separation. Description: rn found tacrolimus tubing broken off just above chemo lock (at end of alaris tubing). Patient and staff exposed to any tacrolimus that may have leaked and aerosolized at the time of disconnection and break.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.